Manufacturer narrative:
H10: four (4) actual devices and eight (8) photographs were received for evaluation. Visual inspections with the naked eye and along with magnification were performed on the actual samples which revealed a white long polymeric appearing particle in the fluid pathway of one (1) sample only. The morphology of the particle type was possibly of acrylonitrile butadiene styrene. Particle matter was not verified in the fluid pathway of the other actual samples. The fill port caps were removed on all samples and no issues were found in the connector or cap areas. Visual inspections of the photo samples were performed which observed white particles. Therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. One had a filament particle, another had a white particle, and two were found with flake like particles. The first was identified during a compounding session and the rest were identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.